Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" on (B)(6) 2010, 2.4, (B)(6) 2010 1.6, 1.5 (within 3 mins, different hand, different finger). Therapeutic range: 1.8-2.5. Self-test (caretaker)=1.1. Was on antibiotics (z pack for sinus infection) approx 2 weeks ago. Has been on coumadin for approx 4yrs (missed dose sunday, (B)(6) 2010, but continued with routine dose monday, (B)(6) 2010). Does take tylenol on a regular basis (650mg morning and night).

Manufacturer narrative:
Investigation pending.